Event description:
Upon a low spo2 value, and alarm was issued at the bedside monitor. The doctor attending the pt checked the alarm: spo2 70 < 90. The customer reported that the doctor increased the level of oxygen in the incubator to try to increase the pt's spo2 without success. After a few minutes, the doctor went to check the spo2 reading by connecting the pt transducer to another bedside monitor and immediately the second bedside monitor gave an spo2 reading of 99%.